Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed a high shock impedance measurement. This information was reported to the physician. A review of the data found no issues. Pacing impedance, sensing and electrograms were stable and normal. A decision was made to further monitor this system. No adverse patient effects were reported.